Event description:
It was reported that the patient experienced a shocking or jolting sensation. About 2.5-3 weeks after implant, while the patient was standing up she experienced an awful pain on the right side of her vagina to "lower abl." It was described that it felt like a bladder spasm. The patient also had numbness in her vagina. The patient turned off stimulation but the patient was weak and hurting and it took a while to recover. Prior to the incident the patient was also not having complete therapeutic effect, but the incident decreased therapy. The patient was getting about 40% improvements at the time of report. The patient reported falling three times in one day in the last week. For one of the falls the patient passed out and fell forward. The patient was diagnosed with atrial fibrillation and was on coumadin. It was reported programmer training was ineffective due to the effects of anesthesia after the procedure. The patient switched programs and found a setting that stimulated the right areas. The patient was going to monitor symptoms. Three weeks later it was reported that the patient was not satisfied with her results. The patient still had concerns with her device or therapy and had requested a manufacturer's representative to come to a physician appointment that had no reported scheduled date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v963187, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).